Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden (B)(4) inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during device testing, the ventilator had oxygen gas leaking out from the bottom of the ventilator even with external regulators attached. There was no reported patient involvement.